Event description:
After the third (3 of 4) sessions of the chair side whitening treatment, the pt complained of a lot of tooth sensitivity.

Manufacturer narrative:
The device history record was reviewed and the light output for the lamp used in the procedure was within mfg specifications at time of shipment. In addition, a retain sample of the whitening gel used in the procedure was assayed and was found to be within all mfg specifications.